Event description:
It was reported that while using a bd micro-fine insulin pen needle for an injection, the consumer had the needle break off in use. The consumer received a CT scan which visualized the broken needle in the consumer's abdomen, close to the navel. It is unknown if the consumer has received any further medical or surgical interventions as of the date of this report.

Manufacturer narrative:
It is unknown if a sample is available for evaluation. If a sample is received, a supplemental report will be filed upon completion of the investigation. (B)(4).